Event description:
It was reported that the device was used during a laparoscopic cholecystectomy, the clips did not deploy from applier. Another applier was opened and the case continued and completed successfully with no adverse events.